Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive supports cap was damaged. Customer reports that drive support cap popped out and was not sure how damage occurred. Customer's blood glucose was between 49 mg/dl and 289 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken off reservoir tube lip. Drive support was inspected and no anomaly was noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No noise anomaly during testing noted. No crack/damage on button keypad noted. Buttons responded properly.